Event description:
Pt complained of pain. It was found that the tibial component broke in half. Also, the plastic had worn through to the metal on the patella. It was a white porous implant. The hosp discarded the devices.